Event description:
A medtronic representative reported that a spine drill bit broke off inside the pedicle as the surgeon was drilling by hand on t2. The surgeon decided to leave the broken tip inside the pedicle and work around it. He was still able to implant the screw and the spine fusion procedure was completed as planned with no delay or impact to the outcome of the patient.

Manufacturer narrative:
Based on toxicological risk assessment of the material in the device, the potential health risk resulting from exposure to a fragment of the device is considered to be negligible.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. A medtronic representative reported that this single-use drill bit had been re-processed by the site and used a few times. The most likely cause was that the drill bit was weakened by reprocessing as this device is intended to be single use. Per the instructions for use (IFU) that accompanies the device, "this device is for single use only. Do not re-process, re-sterilize, or re-use this device. Attempts to re-process or re-sterilize the device may be ineffective and may compromise its structural integrity. Any re-use creates a risk of contamination which could result in patient injury, illness, or death." The medtronic representative confirmed that the site was informed that the device is intended for single use.

Manufacturer narrative:
The device was returned to the manufacturer for analysis and showed signs of physical damage. The tip of the device was confirmed to be broken off. There have been no further related incidents reported from the site.